Event description:
It was reported that patient underwent hip surgery on (B)(6) 2015. Revision procedure was performed on (B)(6) 2015 due to dislocation and to correct leg length discrepancy. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.